Event description:
As reported by the field clinical specialist, during insertion of a 29mm commander delivery system into a 16fr esheath+, the delivery system partially exited outside the sheath and was unable to be removed, advanced, or corrected. An attempt was made to remove the system where the system was exited out the side of the sheath. The system was unable to be removed into the sheath pass the common iliac. This appeared to cause a rupture. Subsequently, the patient expired. The hospital is keeping the devices. Per report, there was no resistance during advancement of the delivery system into the sheath. There was a loss of push ability out the side of the sheath; therefore, the system was unable to be advanced out of the end of the sheath. There was damage to the sheath. The delivery system split through side of the sheath, and the sheath/system had to be "forcibly" removed from the expired patient.

Manufacturer narrative:
An voluntary medwatch was received; reference number mw5110570. The investigation is ongoing. Hospital will not return the device.

Manufacturer narrative:
Update to h2 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect product investigation. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A procedural video was provided and revealed that the valve was at the triple markers when the issue was first noticed, the delivery system was seen outside the sheath, the flex tip was near the proximal end of the valve, the flex tip was seen away from the valve, the valve was at the bottom of the triple markers and calcification in the patient's access vessel. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and did not reveal any other complaints related to this event. The esheath+ IFU, commander delivery system instructions for use (IFU), preparation manual and the procedural manual were reviewed for guidance and instructions. The IFU provides guidance on mount and crimp the valve on the delivery system. Attach the 2-piece crimp stopper to the base of the crimper and click into place, with the crimper in the open position, gently place the valve into the crimper aperture, gradually crimp the valve until it fits into the qualcrimp crimping accessory, place the qualcrimp crimping accessory over the valve making sure the valve is parallel to the edge of the qualcrimp crimping accessory, and place the valve and qualcrimp crimping accessory in crimper aperture. Insert the delivery system coaxially within the valve on the valve crimp section (2-3 mm distal to the balloon shaft) with the orientation of the valve on the delivery system. Antegrade approach: inflow (outer skirt end) of the valve towards the proximal end of the delivery system. Retrograde approach: inflow (outer skirt end) of the valve towards the distal end of the delivery system. Crimp the valve until it reaches the qualcrimp stop located on the 2-piece crimp stopper, gently remove the qualcrimp crimping accessory from the valve. Remove the qualcrimp stop from the final stop, leaving the final stop in place, fully crimp the valve until it reaches the final stop and ensure that the valve crimp section remains coaxial within the valve. Repeat the full crimp of the valve two more times for a total of three full crimps, pull the balloon shaft and lock in the default position, flush the loader with heparinized saline and immediately advance the valve into the loader until it is completely inside the loader. To prevent possible leaflet damage, the valve should not remain fully crimped and/or in the loader for over 15 minutes. Attach the loader cap to the loader, re-flush the delivery system through the flush port and close the stopcock to the delivery system and remove the stylet and flush the guidewire lumen of the delivery system. Keep the valve hydrated until ready for implantation. The physician must verify correct orientation of the valve prior to its implantation. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for liner punctured was confirmed through evaluation of returned imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Reviews of the lot history, DHR, and complaint history showed no indication a manufacturing non-conformance contributed to the event. No IFU/training manual deficiencies were identified. As no damages on the sheath were observed or reported during device preparation, the liner damage was likely not present out of the packaging. As reported, 'during insertion of a 29mm commander delivery system into a 16fr esheath+, the delivery system partially exited outside the sheath and was unable to be removed, advanced or corrected. This appeared to cause a rupture. Per report, there was no resistance during advancement of the delivery system into the sheath. There was a loss of push ability out the side of the sheath; therefore, the system was unable to be advanced out of the end of the sheath. There was damage to the sheath, the system split through side of the sheath, but there may be more as the sheath/system had to be 'forcibly' removed from the expired patient.' Returned patient imagery showed calcification in the patient's access vessels. Calcification can damage the exposed portion of the sheath liner which could lead to immediate cutting/tearing or weaken the liner. A weakened liner can be torn during advancement of the delivery system. Additionally, returned procedural videos showed the valve at the triple markers when the delivery system was noticed to be outside of the sheath. A properly crimped valve should be crimped on the valve crimp section indicator, which is proximal to the triple markers. Per the IFU/training manual, 'insert the delivery system coaxially within the valve on the valve crimp section (2-3 mm distal to the balloon shaft).' Subsequent imagery showed the valve moved under the triple markers. A valve that was improperly crimped on the right area could lead to movement of the valve during advancement of the delivery system. Per the IFU/training procedure, 'ensure delivery system is locked in default position.' The flex tip of the delivery system was seen touching the valve and then distanced from the valve. The delivery system may not have been locked when advancing through the sheath. In this case, available information suggests that patient factors (calcification) and/or procedural factors (improper crimped valve location, delivery system not locked) may have contributed to the complaint event. Control limits are managed and assessed through complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time.